Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee replacement surgical procedure it was observed that the battery reciprocator device did not work at all. It was reported that there was a four minute delay in the surgery and an identical spare device was available to successfully complete the procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2016-12224 is a duplicate of MFR# 8030965-2016-12189. Please reference MFR# 8030965-2016-12189 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.